Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿bad level sensor or signal¿. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was ordering unknown intermittent catheter and the unknown intermittent catheter was coming from china and the unknown catheter were not doing the lubrication in the right way.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient was ordering unknown intermittent catheter and the unknown intermittent catheter was coming from (B)(6) and the unknown catheter were not doing the lubrication in the right way.